Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the proximal pressure was out of specification. There was no patient involvement.